Manufacturer narrative:
Additional information: section g - date received by manufacturer; type of report. Section h - device manufacture date; evaluation codes. The cls remains implanted. The root cause of the reported pain cannot be definitively determined; however, the physician noted the patient¿s significant weight loss contributed to the reported event. Evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include temporary or persistent post-surgical pain at hardware implantation sites and the patient may require surgery (including revision, explant, and replacement) as a result."

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site. The physician¿s evaluation noted that the patient had experienced significant weight loss which resulted in reduced adipose tissue at the cls implant site, contributing to the reported pain. A revision procedure was performed to reposition the cls and resolve the reported event.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.